Manufacturer narrative:
No product was received for evaluation. A photo was provided which confirmed the presence of a tear in the outer seam of the bag. A supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 12 mar 2025 from a healthcare professional at a critical care facility stating a dialysate bag broke during a class demonstration on (B)(6) 2025. Additional information was received on 17 mar 2025 from the nurse who stated there was no adverse impact to the user.

Manufacturer narrative:
Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.